Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Codes belong to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the recharger telemetry module (rtm) antenna was becoming too warm. It was unknown whether the product was replaced at the time of report; it was unknown whether the issue was resolved. It was unknown whether any surgical interventions occurred. The patient was alive with no injury at the time of report. Additional information was reported that there were burning issues. Pictures showed red areas on the skin.